Event description:
It was reported that the patient at one time was ¿od¿d¿ (overdosed). Reportedly, two to three years ago ¿they got a couple of drops between the pump and skin¿ when the pump was filled. The physician had told the patient the ¿drop¿ was the equivalent of getting 1390 shots of morphine. At the time of this event the patient stated he had five or six drugs in the pump; dilaudid, morphine, fentanyl, clonidine, and bupivacaine. The patient also used to have buperidol but this was taken out. The patient had inquired information for a new health care provider (hcp). Reportedly things were fine initially with the current physician but the patient did not like the way the hcp ¿did things.¿ the hcp had insisted on ¿lowering and lowering¿ the patient¿s pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8709, lot# l60026, implanted: (B)(6) 1999, product type: catheter. (B)(4).